Event description:
Customer states back to back readings of 427 mg/dl and 109 mg/dl on suspect device. No controls were run. The customer reported no actions taken and she is feeling fine. Return requested of suspect device and replacement was sent.